Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. It was reported that the femoral angiogram revealed moderate calcification at the common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to insertion of a percutaneous ventricular assist device, perclose placement of the sutures was attempted in a moderately calcified left common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, when the needle plunger was removed no suture was present. The device was removed over a guide wire and a second proglide device was attempted with the same results. The sutures of two additional proglide devices were deployed and clamped to the side. The access site was upsized to 14-french. After removal of the percutaneous ventricular assist device, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.